Event description:
After an implantation period of approx. 51 months eos after MRI examination without MRI mode was observed. Eos reset was performed.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis therefore based on the existing production documents and the returned device data. The returned device data were analyzed. The existing iegm from 18 june 2020 at 17:28 showed interference signals in both channels. It was also detected that the battery status eos was detected on the same day at 17:28, matching the clinical observation. The frequency and morphology of the sensed interference signals, as well as the eos detection, are with high probability due to the influence of a strong external magnetic field and indicate the beginning of the described magnetic resonance therapy. If the mrt mode is not activated, the interference signals sensed during the magnetic resonance tomography lead to tachycardia detection with subsequent charge process. Under the influence of a strong magnetic field and depending on its direction and strength, saturation of the high-voltage capacitor can occur during the charge process. This leads to a temporary drop of the battery voltage below the eos threshold, which can result in the observed eos status. The inspection of the device data after performed re-initialization showed no indication of a device malfunction. In addition, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the observed device behavior was with high probability caused by the influence of a strong external magnetic field during the described magnetic resonance tomography. The device data after a performed re-initialization showed no indications of a device malfunction.